Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results: a flexiva ID tractip 200 laser fiber was returned broken in two pieces. The first piece measured approximately 13.6 cm from the top of the connector to the break. This piece was kinked. The second piece measured approximately 305.3 cm from the break to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 30, 2018 that a flexiva ID tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on an unknown date. Reportedly, the laser unit used was a lumenis 100h console. According to the complainant, during the procedure and inside the patient, a popping noise was noted. Reportedly, the fiber broke apart close to the connector part where fiber screws into the console. The procedure was completed with another flexiva ID tractip laser fiber. There were no patient complications. The patient's condition was reported to be fine. There were no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on an unknown date. Reportedly, the laser unit used was a lumenis 100h console. According to the complainant, during the procedure and inside the patient, a popping noise was noted. Reportedly, the fiber broke apart close to the connector part where fiber screws into the console. The procedure was completed with another flexiva ID tractip laser fiber. There were no patient complications. The patient's condition was reported to be fine. There were no serious injury nor adverse patient effects as a result of this event.